Event description:
It had also been reported that the lead impedance was greater than 4000 ohms.

Event description:
It was reported that during an implant attempt, the ventricular lead was placed and ventricular pace was displayed but never captured. It was also noted that the pacing spike was not shown on surface electrocardiograms (ecgs). Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.